Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 37083-20, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3093-28, lot# v132945, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that the patient had an implant for interstitial cystitis (ic) and her bladder was removed on (B)(6) 2012. It was indicated that the patient's healthcare provider (hcp) wanted to have a scan done for multiple sclerosis (ms). No further information was reported.